Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 and h11. Corrected field: h6-component codes (removed previously mentioned code and retaining code as per initial emdr)

Event description:
It was reported by customer before use that cardiosave intra-aortic balloon pump (iabp) had internal communication error. No patient involvement and no patient injury.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked error and fault logs found error code 124 (pneumatic critical failure). During preliminary check found barometer, and drive/shuttle regulators out of spec. As per service manual checked and calibrated barometer and drive/shuttle regulators as needed. No other info known or available. Completed all functional and safety tests per manufacturer specifications. Unit cleared for use.